Manufacturer narrative:
Method: the device was reported to be returning for an evaluation and at this time is pending return. A review of the device history record (DHR) for the reported lot number was performed. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device not returned for evaluation.

Event description:
(B)(4). It was reported on (B)(6) 2015 by a sales associate that there was a fast flow incident involving a pump. Naropin 0.2% was infusing (rate unknown at this time) and fill volume was 550ml. Infusion start and end times are unknown but according to the label on the photos received, it appears the pump was connected to the patient on (B)(6) 2015 and was scheduled to end (B)(6) 2015. The sales associate believes the incident date was (B)(6) 2015. The sales associate reported that there was no patient injury and no medical intervention required as a result of the fast flow. The device is available to return. No other information is available at this time.